Event description:
A uterine embolization was successfully performed using contour se microspheres. 3 days later, the patient was found expired in their home. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was perfored and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if it met specifications. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event.